Event description:
A device was returned with the units for another reported complaint. The unit returned was a heartstring iii proximal seal. We were unable to receive a reply from the hospital after several attempts were made to obtain additional information. Based upon the received condition of the unit, it was observed that a loading problem occurred. The name on the paperwork included with the returned product is dr (B)(6). The event date, patient effects, and procedure details are unknown.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the delivery device was returned separate from the loading device. The seal was inside the loading device and appeared to be intact. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the complaint was confirmed for "failure to load properly." A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. (B)(4).